Event description:
It was reported that the patient was operated on (B)(6) 2013, for hemiplevectomy and reconstruction of the hip joint. She was admitted on (B)(6) 2013, to remove fluids in the operated area. In the progress it was discovered that the hip joint was loose. Revision surgery completed on (B)(6) 2013, during which the mdm was removed and femoral head was to used to replace the mdm.

Manufacturer narrative:
Additional devices listed in this report: cat 1236-2-242, lot 38909001, description: restoration adm x3 ins. Cat 6260-9-322, lot 39368106, description: 22.2mm +8 lfit v40 head. Cat 508-11-46c, lot 36294701, description: trident hemispherical multi. Cat 6057-0335d, lot mhahnl, description: accolade c cs 127 nk. Cat b000-0185, lot 6m8405, description: sm.universal cement restrictor. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
An event regarding infection involving a metal head was reported. The event was not confirmed. All devices in the reported lot and sterile lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, operative report, x-rays, pathology reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient was operated on (B)(6) 2013 for hemipelvectomy and reconstruction of the hip joint. She was admitted on (B)(6) 2013 to remove fluids in the operated area. In the progress it was discovered that the hip joint was loose. Revision surgery completed on (B)(6) 2013 during which the mdm was removed and femoral head was to used to replace the mdm.